Event description:
Surgeon developed rhinitis. He received medical treatment with cortisone and an antihistamine.

Manufacturer narrative:
Although samples for the involved lot number were not returned, the materials used in the manufacture of this particular lot met specifications. This mask is composed of polypropylene and cellulose components. There have not been any material changes. During the product development phase, all materials used for the mask were evaluated for biocompatibility. The testing was performed in accordance with international standard iso biological evaluation of medical devices. Only materials that successfully completed these tests can be commercialized. The tests utilized are designed to predict the safety of the product for the general population of users. Unfortunately, no test or series of test can guarantee that a particular item will be compatible with all users. We can not determine the exact cause of the reported issue.